Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet device, resulting in a cracked screen and impaired usability; the belt clip was also broken. Symptoms included no adverse clinical effects, and the reported blood glucose at the time was 102 mg/dl. Outcomes included replacement of the device and provision of a shipping label with instruction to return the original unit, along with guidance to shut down the device, sync data to the mobile app before return, and complete the startup process on the replacement. Investigation included customer interview and remote assessment based on user report. Investigation of this case revealed physical damage to the display and accessory clip consistent with accidental impact from a drop, with no device-generated alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental dropping.